Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 03/18/2016 for evaluation. Investigation is as follows: a DHR review for s/n (B)(4) found no previous complaints related to this event. During visual inspection, found battery lock damaged. Archive data review found no user advisory (ua) error message that occurred on the reported event date of (B)(6) 2016. However several ua codes were found on (B)(6) 2016, which are unrelated to this reported event. Uas found on (B)(6) 2016 are as follows: ua02 (compression tracking error), ua08 (motor controller fault detected), ua07 (discrepancy between load 1 and load 2 too large) and ua16 (timeout moving to take-up position). The reported event is not confirmed based on the archive data review. Functional test was performed, however a user advisory (ua) 02 displayed after 2 minutes of test compressions, therefore failing functional testing. In summary, the reported complaint was not confirmed as the ua 43 could not be reproduced. However the issues found during the investigation were addressed. The ua 02 found during functional testing was addressed by performing a load cell characterization check and found the load cell 2 was defective. In-house test load cell was installed and the device was run with lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 30 minutes and no fault was found. Further investigation found a sticky clutch plate and was replaced. What was found during visual inspection was replaced. The device passed final functional test.

Event description:
It was reported that during a routine shift check the autopulse platform (s/n (B)(4)) displayed user advisory 43 (fan fault detected) error message. The user was unable to clear the error message. No patient was involved during this event. No additional information was provided.